Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and other manufacturer right atrial (ra) lead had triggered a lead safety switch for out of range high pacing impedance greater than 2500 ohms. The patient was seen in the office and was noted to have atrial fibrillation (af). Commanded impedance testing had values of 340 ohms, and isometrics created noise on the atrial channel. Programming options were discussed. Device remains in-service. No adverse patient effects were reported.